Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported intermittence in the video signal during inspection for use involving an olympus video system center. The customer suspected that the cause of the issue was due to false contact or discontinuity in the signal transmission line. There was no patient involvement reported.